Manufacturer narrative:
Corrected g4, h6(methods, results, conclusion), h10. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03/16/2016 to the present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported alarm - error codes / messages. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported alarm - error codes / messages. There was no patient involvement.